Manufacturer narrative:
No product was returned for evaluation and review of the device record history was not possible since the lot number was unavailable. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instructions for use (IFU) precaution the use of the angio-seal device in the patients with clinically significant peripheral vascular disease.

Event description:
It was reported that following diagnostic carotid, subclavian and iliac angiography, an angio-seal was used in the left femoral artery. Access was obtained without significant difficulty of the right femoral artery. A 6f sheath was used for the diagnostic angiography. A 6f angled pigtail catheter was adavanced over a j-wire to perform the arch aortography and abdominal aortography. The next day, the patient experienced left leg claudication. The patient underwent a staged carotid intervetional procedure and femoral angiogram. The left external iliac had an eccentric stenosis above the bifurcation. This allegedly was the site of the previous angio-seal placemement. The procedure was cancelled. The patient underwent surgical exploration and patch angiography for revascularization of the left femoral artery.